Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 400 mg/dl. Customer delivered a bolus to address high bg. Tandem technical support went through a system check on the pump and determined that the pump was functioning as intended. In addition, it was reported that the pump reset unexpectedly. Customer continued to use the pump for insulin therapy.